Manufacturer narrative:
Investigation results: dentsply sirona k.k. X-smart iq handpiece RMA 14295. Power shuts down suddenly during use. Date of purchase:2021.5.22. No return. Credit please. Sav various electronic problem. Miscellaneous mechanical problem. Following agreement with the after sales service, sankin will not return the product. A credit note will be issued for the spare parts replaced by the japanese repair center. Credit note issued for 1 x iq handpiece h105900000000. Root cause: various mechanical problem/various electronic problem - miscellaneous electronic problem (ready for download, does not turn on, etc.).

Event description:
In this event it is reported that a x-smart iq handpiece stops during use. No injury occurred.

Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.